Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately four weeks post implant procedure pauses were noted on external telemetry. It was also reported that oversensing and intermittent capture were noted on the right ventricular (rv) lead. It was noted the implantable pulse generator (ipg) was pacing lower than the lower rate limit and exhibited possible inappropriate mode switch. The ipg and rv lead remain in use. No further patient complications have been reported as a result of this event.